Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's reported concern regarding "air in line" was not confirmed. Event log history was performed and indicated that air in line alarm, followed by downstream occlusion and upstream occlusion were recorded in history. In was also noted that history indicated customer had an issue with their setup and the customer perceived it to be the pump, but the pump was operating within specification. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an "air in line" alarm approximately 40 minutes in to infusion. The pump ended up reverting back to the factory settings. The patient's home nurse reprogrammed the pump and the patient completed that infusion as it was life sustaining. There was no reported injury to the patient.